Event description:
Device malfunction resulting in donor deferral timeframe requirement not met. The system did not apply the correct number of deferral days (56-day/8-week) for two previous rbc losses resulting in an ineligible donor being allowed to donate. Parameter calculation error - device handheld peripheral timestamp error resulting in inaccurate calculation of deferral code. No employee use error is associated with this event. Rbc loss deferrals were reviewed and updated as needed. Code was updated to identify rbc loss deferrals that expire before the 56 days. After an extensive review, biolife determined that no donor reactions were noted for the donors who returned and donated during the 56-day deferral. This event did not cause or contribute to any safety issues for the plasma or donors. Out of extreme caution, this event was submitted as an MDR.